Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the stapler handle was squeezed but the staples did not deploy. To complete the procedure, a new device was used. No patient injury.